Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
It was reported via a literature article from the journal "annals of vascular surgery", volume 25(4):557, e1-4 issued (B)(6) 2011, that a (B)(6) woman underwent diagnostic coronary angiography after cardiac transplantation through her left common femoral artery puncture site, which was sealed with an angio-seal. Complaints of mild pain and cold sensation in the left ankle began within hours after the intervention, but were considered to be transient and secondary to preexistent chronic fibromyalgia. However, readmission was needed 6 days after the intervention for complaints of increasing pain in the left lower limb. Duplex ultrasound demonstrated atheromatous plaques in the left external iliac artery, and sub occlusive stenosis of the left common femoral artery resulting in insufficient distal arterial flow. The lumen of the superficial and profunda femoral arteries were also noted to be substantially narrowed. She underwent immediate thrombectomy using a 5-f fogarty catheter through the left common femoral artery. The anchor and the collagen sponge of the angio-seal were seen within the lumen of the common femoral artery, but were noted to be displaced 2-3 cm proximal to the original site of implantation. A large organized thrombus along with the angio-seal was removed. Good capillary filling of the toes was noted on clinical examination. Computed tomographic (CT) angiography at 24 hours ruled out thrombotic occlusion, but confirmed atherosclerotic stenosis of the femoral vessels. The patient was discharged in good health one week after the surgical repair. No additional information was available.